Manufacturer narrative:
D4/h4: the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3: the lld ez was discarded, thus no product investigation was performed. H6: cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and three right ventricular (rv) leads due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. However, one rv lead started unraveling; therefore, unable to insert the lld ez. At the start of the procedure, one of the rv leads pulled out with manual traction. Then, beginning with a spectranetics 11f tightrail rotating dilator sheath (long) on the second rv lead, calcium under the clavicle was encountered. Switching to a spectranetics 11f tightrail sub-c rotating dilator sheath, progress was made through the clavicle and went back to the 11f tightrail (long). Once advancement to the distal tip was made, the rv lead was removed, but a pericardial effusion was detected via echocardiogram (echo), and the blood pressure dropped. Rescue efforts began, including CPR and sternotomy. A perforation to the rv was discovered and repaired, and the patient stabilized. The ra lead was removed post-sternotomy, and the decision was made to abandon the last rv lead. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.